Manufacturer narrative:
This report was initially submitted following notification from a customer in israel regarding a false resistant cefuroxime/cefuroxime-axetil (cxm / cxma) result while testing an escherichia coli patient strain using the vitek® 2 ast-n395 test kit (reference # (B)(4), lot #1451276204). The manual test results were reported and not the vitek 2 results; therefore, no wrong results were reported. However, there was a delay of one day for reporting the results due to the discrepancy. A biomérieux internal investigation has been completed with the following results: the customer submitted the strain and raw data for integration and analysis. The submitted strain identification was confirmed as e.coli. Testing included ast-n395 cards from the customer's lot (1451276204) and a random lot (1451356404) in duplicate as well as agar dilution (ad) as the reference method for cxm01n formulation found in this card. All four ast-n395 cards resulted in cxm/cxma as resistant (mics = 32). The cxm agar dilution results were susceptible (mic = 4). This strain will be added to r&d's stock collection. The vitek 2 ast-n395 cards, lot 1451276204, met final qc release criteria. This lot passed qc performance testing. A trend for this issue was not identified during a complaint history review of the past 13 months. In addition, the most recent quarterly trend review did not identify this complaint as a systemic quality issue.

Event description:
A customer in (B)(6) notified biomérieux of obtaining a false resistant cefuroxime/cefuroxime-axetil (cxm / cxma) result while testing an escherichia coli patient strain using the vitek® 2 ast-n395 test kit (reference # 423491, lot # 1451276204). E. Coli, isolate 35444. Ast-n395, lot 1451276204. Initial: cxm=32,r / cxma=32, r. Repeat x2: cxm=32, r / cxma=32, r. Alternative (kb): cxm=20mm, s / cxma=20mm, I. The manual test results were reported and not the vitek 2 results; therefore, no wrong results were reported. However, there was a delay of one day for reporting the results due to the discrepancy. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.